Manufacturer narrative:
Date sent to FDA: 9/25/2020. Additional information: d4,h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2012.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent lysis of adhesions and aspiration of a seroma on (B)(6) 2010 during which the surgeon noted there was a portion of small bowel as well as omentum adherent to the mesh causing a bowel obstruction. He dissected the mesh from the small bowel and released the obstruction. It was reported that the patient underwent removal surgery and a small bowel resection on (B)(6) 2012 during which the surgeon noted there were several small loops of small bowel extremely densely adherent to the mesh that a bowel resection was necessary in order to remove the mesh. It was reported the patient experienced severe pain, bowel obstruction and loss of a portion of her bowel. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 09/14/2020.